Event description:
Customer contacted abbott regarding recall associated with the b-hcg assay. They stated that they received some of the affected lots and will be conducting a retrospective study on all diluted samples received since 2006. The customer stated that they will contact the 16 obstetricians that are associated with the hospital to inform them of the recall notification. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.